Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after six years, the patient experienced pleuritic pain and shortness of breath. CT angiography chest demonstrated filling defects (pulmonary embolism) within the right greater than left lower lobar segmental arteries. The filter breakdown with fragments was documented in myocardium. Approximately after one year two months, CT angiography chest demonstrated the similar previous results and two linear high attenuation densities noted in the lower myocardium that appear to be related to embedded foreign objects which are related to displaced embedded filter struts. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for filter tilt and filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012).

Event description:
It was reported that six years five months post filter deployment, the patient was diagnosed with pulmonary embolism. One year one month post diagnosis a CT scan demonstrated the filter tilted, embedded and detached.there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and because of more knee surgeries to opposite knee being fixed. At some time post filter deployment, it was alleged that the filter migrated, struts detached and lodged diagonally in the main artery of the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter tilt, detachment and pe post deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six years five months post filter deployment, the patient was diagnosed with pulmonary embolism. One year one month post diagnosis a CT scan demonstrated the filter tilted, embedded and detached. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.